Manufacturer narrative:
Per the cartridge instructions for use: make sure that insulin is at room temperature before filling the cartridge. The pump user guide states: "change your cartridge every 48¿72 hours as recommended by your healthcare provider. " no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the tubing with multiple cartridges. Reportedly customer was using cold insulin, didn't change supplies for more than 72 hours, and does not follow the tandem user guide when loading cartridges. Customer's blood glucose level was between 200-300 mg/dl. Reportedly, the customer will perform a supply change on their own.